Event description:
Complaint: (B)(6) 2015, second line that the end of the tube slid out of the line while fluids were infusing. This incident is known to have happened at least twice. Both times it's been with the same lot number. Complaint initiated by (B)(6). On (B)(6) 2015, dr (B)(6) of (B)(6) sent a secondary complaint of two more extension sets falling apart. These events were before attempting to connect to a pt. That's 4 confirmed defective products. All sent back to carefusion (B)(6).